Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that the pouch device was received in good visual condition, fully deployed and with the suture cut and the bag torn. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: did any part of pouch break off and fall into patient when bag tore? If part of bag fell into patient, was part retrieved? Was there a specimen in pouch when bag tore? Did specimen fall into patient? How was specimen retrieved if it fell into patient? How was case completed? Was there any change to procedure or post-op patient care as result of tear? What type of procedure was device used on? What was procedure date? What is name of surgeon who used device?

Event description:
It was reported that during an unknown procedure, the bag ripped when being removed from patient with moderate force. The surgeon "manually" removed device. There were no patient consequences reported. No additional information available at this time per customer.